Event description:
It was reported that the coil protruded from the catheter's tip during removal and had to be snared. The target lesion was located in the bronchial artery. A 20mm x 40cm, 15mm x 40cm and 12mm x 40cm interlock-35 were used. The first interlock coil was selected for use. However, the coil prematurely detached in the middle of the catheter. During removal of the coil and catheter, the coil tip protruded from the catheter a second interlock coil was selected. However, the same event occurred. It prematurely deployed in the middle of the catheter and the coil tip protruded from the catheter during removal. A third coil was used. However, it prematurely deployed and needed to be removed with a snare. The procedure was completed with another of same device. No patient complications were reported.